Manufacturer narrative:
There is evidence of benzalkonium interference numerous times over the use life of this cartridge on rp 500 (B)(4) on cart sn (B)(4) including during the cited suspect times. Benzalkonium is a known interferent to the na sensor per the rp500 operator's manual.

Event description:
The customer reported discordant sodium values on two different rp 500s and another siemens laboratory instrument. There was no reported injury due to this event.